Event description:
A pt reported experiencing inaccurate erratic results with one touch ultra meter. The pt's blood glucose results wre 586, 180 mg/dl. Tests were done within 10 minutes with a difference of 94%. Pt did not experience any adverse events. No further info has been reported.